Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the ventricular lead exhibited noise. The lead was capped and replaced during a device changeout procedure. The patient was stable post procedure.